Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer-provided image shows a non-retracted needle with the spring protruding from the front sample. Retained samples cannot be tested as the batch number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: spring pop out. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, one device had an issue deploying the safety feature and broke (spring came out). There was no health impact or consequence reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Lot number was not reported; however, 2 potential lot numbers were provided. The information for these lot #'s are as follows: d4. Medical device lot #:5142220. D4. Medical device expiration date: 30-apr-2027. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 01-may-2025. D4. Medical device lot #: 5220490. D4. Medical device expiration date: 31-jul-2027. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 01-aug-2025. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, one device had an issue deploying the safety feature and broke (spring came out). There was no health impact or consequence reported.